Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system. Product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: catheter loading system. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that following the implant procedure of this transcatheter bioprosthetic valve a bifascicular block was identified. A new right bundle branch block (rbbb) and left anterior hemi-block were noted. A chronic bifascicular block and pre-existing narrow qrs complex. "In nf atrial fibrillation, current bradyarrhythmia in absolute atrial fibrillation¿ were also reported. As result, a permanent pacemaker was implanted the same date. The bifascicular block was reported as resolved. The event was reported as causal to the procedure and transcatheter valve. No additional adverse patient effects were reported.

Event description:
Additional information received indicated the chronic bi-fascicular block did not resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Previous applied codes, e060102, e060104, no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated the atrial fibrillation and bradyarrhythmia absolute by atrial fibrillation were pre-existing condi tions.